Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the pump was not exposed to high altitudes. Customer observed that the speaker holes may have been blocked. Cartridges were reinstalled, speaker holes were cleaned or cartridge changes were performed to address the altitude alarms. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.